Event description:
It was reported that the keypad buttons were scrolling, the up arrow button was not responding to button presses, and that the ok button was worn. It was also reported that boluses were being cancelled and that the user had to re-deliver her boluses after reviewing the pump's history. The user's bg was reportedly 48mg/dl but after treating herself with food, the bg went up to 255mg/dl and then bg went down to 111mg/dl. The user stated that she thought this was due to programming her boluses incorrectly in the pump. There was reportedly no damage to the keypad or the pump and the user wore the pump under clothing and did not clean the pump. There were no indications of an adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts.